Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after starting the infusion, the white connector was falling off the tubing and leakage was noted from the bottom of the connector. There was no report of patient harm.